Manufacturer narrative:
There were no issues cited with the performance of the device. Potential adverse effects that might be associated with the clarivein device are similar to those associated with any interventional vascular procedure. The directions for use provided with the clarivein device instruct the user to consult labeling of agents to be delivered prior to infusion.

Event description:
Physician used the clarivein catheter to infuse physician specified medication to the peripheral vascular. (B)(6) has reported two pes after patients were treated for superficial venous reflux where clarivein was use. Both pes are reported to be within the 30 day reporting period; both patients show a genetic hypercoagulable state not recognized before the treatments. Dr whiting reports he treated one of the patients with lovanox for dvt. One of the pes was observed in a follow up by dr. (B)(6); the other patient presented at the ER."